Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and displayed the "low battery" and a "corrupt program" warnings. The ipg was returned intact in sterile packaging. The low battery warning was cleared and verified and the pulse load test was performed multiple times, following testing, the low battery warning did not return. The ipg passed the auto test. Conclusion: the reported complaint was confirmed and determined to be due to battery passivation. The ipg passed the auto test. Pulse load testing revealed that the ipg had 5.3 months of stimulation available. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, it was reported that prior to implant, the sales representative did an ipg check and received the low battery warning message when he connected the ipg to the programmer. The representative did not feel comfortable implanting the device and instead used another ipg. The device was never implanted in the pt.